Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between 06/15/2026 and 06/16/2026. The wearable was inserted into the arm on (B)(6) 2026. The inaccuracies started on 06/15/2026, and on 06/15/2026 at 12:30 pm, the patient experienced a headache and nausea. The patient took a fingerstick and the cgm reading was 86 mg/dl, and the blood glucose reading was 360 mg/dl. The patient drove themselves to the hospital, and when a fingerstick was taken at the hospital the cgm reading was 91 mg/dl, the blood glucose reading was 371 mg/dl. The patient was treated with intravenous fluids, and insulin. No further medication was reported, and the patient was discharged after spending 3 hours at the hospital. At the time of the report the patient stated their current condition had not changed, but as the patient was discharged from the hospital, it was understood that the patient had recovered from the hyperglycemic event. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.